Event description:
A facility reported that the teeth on the mayfield modified skull clamp (a1059) was damaged and the head clamp was slipping. No patient injury or surgical delay has been reported.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned unit showed that the base casting had worn teeth and shows evidence that the teeth was reground by an outside company. The base casting and all other worn components were replaced with new parts, and general cleaning and maintenance were performed. Root cause - the root cause is due to routine use and age related wear as the unit is over 20 years old which is beyond integra¿s 7 years recommended life cycle. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.